Event description:
It was reported that during a case the snake arm would not latch onto tubes. Three snake arms were tried and all failed.

Event description:
It was reported that during a case the snake arm would not latch onto tubes. 3 snake arms were tried and all failed.